Manufacturer narrative:
Soft cannula was found to be stretched and exposed portion had multiple bends. Upon further investigation the needle was found to pierce the exposed portion of the soft cannula. Download data showed no signs of struggle to deliver insulin. Timing and cause of damages could not be determined nor if they contributed to the device's ability to deliver insulin. Though the root cause was not specifically determined, during manufacturing there is a minimal probability of a process problem occurring. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 22 mmol/l (396 mg/dl) while wearing the pod between 24 and 36 hours on the abdomen. Multiple corrections were administered using the pod but the bg levels did not decrease. The patient smelled and felt insulin leaking on the skin and removed the pod. Hyperglycemia treated by activating a new pod.